Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record did not product any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that four days post uneventful left internal carotid artery stenting procedure; the patient had a new onset of weakness in the right upper extremity and paresthesia of his right foot. Eight days post procedure, the patient was re-hospitalized. A neurological consult was obtained reporting that symptoms were suggestive of a transient ischemic attack versus stroke. A cardio embolic source could not be ruled out. Aspirin therapy was stopped and aggrenox (thrombolytic treatment) was started. A CT of the head without contrast found a normal study. However, at a later time, the neurologist diagnosed this event as a stroke. Eleven days post procedure, all symptoms were resolved and the patient was discharged to home. Although requested, there is no additional information available. Study event.